Event description:
It was reported that during an unk procedure, the handpiece does not work. No other information available about problem or procedure. No pt consequence reported.

Manufacturer narrative:
(B)(4). Evaluation summary. The hand piece was returned with a nose cone cracked. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed an no anomalies were found during the manufacturing process.